Event description:
A report was received that the patient was experiencing pain at the pocket site that radiates down to the right leg. The patient took oral pain medication but the pain was not resolved. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the scheduled explant procedure, where everything was explanted. The patient was doing well post operatively. Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site that radiates down to the right leg. The patient took oral pain medication but the pain was not resolved. The patient will undergo an explant procedure.